Event description:
The subject ICD system was implanted due to infection of the previous system. The atrial lead was dislodged after that and it did not function anymore. During scheduled follow-up on (B)(6) 2014, warning messages have been displaced (2 ICD resets, ineffective defibrillation system, high shock impedance). In the recorded vf episode dated (B)(6) 2013, 23:29, programmed shock energy was 42j; however on 1.8j shock was delivered and this therapy was ineffective. A 39.5j shock was delivered next and then vf was terminated. The recorded vf episode (treated by shock) and the last ICD reset are dated (B)(6) 2013, 23:29. Many noise sensing episodes have been recorded since (B)(6) 2013. Preliminary review of the files suggest that the oversensing phenomenon observed is due to an intermittent lead issue (a connection issue cannot be excluded). Recommendations have been provided: a re-intervention should be considered by the physician to check proper operation (and proper connection) of the lead, and to replace it if necessary. Moreover, because the resets were related to an abrupt decrease of device power supply, the physician should also evaluate the benefit of replacing this ICD.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.